Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 512mg/dl. The customer was experiencing unexplained high glucose for a few weeks. Troubleshooting was performed. The customer was treated with his insulin pump and manual injections. The time, date, and programming were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the diabetes clinical consultant requested a replacement of the insulin pump to completely rule it out before the customer switches to the u500 insulin concentration. No further info was provided.